Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill process. It was reported that the customer experienced an elevated blood glucose (bg) level of 620 mg/dl. Reportedly, a supply change was performed to address the issue, insulin delivery was resumed and a correction injection was administered to address the high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.